Manufacturer narrative:
Other, other text: d4. UDI, d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received. Per visual inspection, cracked tank cover, stained enclosure, and outdated printed circuit board (pcb) and power switch. Per functional testing, the over temperature alarm was going off confirming the complaint. The root cause was the over temperature alarm setting pot on pcb board was out of range. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device gave an over temperature alarm. Patient involvement is unknown. Additional information was requested; however, no further specific details on this incident were received. Patient injury or adverse affects are unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.